Event description:
It was reported that the patient presented in the emergency room in an unstable condition. On (B)(6) 2022 an x-ray revealed cardiac perforation and a cardiac tamponade on the atrial lead. On (B)(6) 2022 the physician elected to reposition the atrial lead. The patient condition was stable after surgery.